Event description:
From the evening of (B)(6) to the evening of (B)(6), one of our roche cobas pro e801 analyzers experienced an instrument failure that led to ~40 wrong lab results being reported, and 27 patients being impacted. Due to those misleading results, some patients were suspected to have cancers. The quality control (qc) samples are run on this e801 analyzer every 24 hours. All qcs except nt-probnp were satisfactory in the evening of (B)(6) 2023. The lab stopped running nt-probnp patient samples on this analyzer and submitted a problem ticket to roche. In the evening of (B)(6) 2023, all assays failed on this analyzer. Per our procedure, the lab repeated all patient samples run during the two qc window ((B)(6)-(B)(6)) and found significant discrepancies for about 40 lab results from 27 patients. All wrong lab results were corrected by (B)(6) 2023, and providers were informed about the corrected lab results. Roche performed troubleshooting on this e801 analyzer and found the ews sipper was completely blocked with bacterial growth build up. The function of ews is an extra wash of the reaction mixture after antibody and antigen binding. The service engineers doubted that the ews sipper occlusion could explain why all assays failed on that analyzer, they also replaced the reagent probes preventatively. This analyzer was back and running around 3pm on (B)(6) 2023. The most recent preventative maintenance (pm) on this e801 analyzer performed by roche was on (B)(6) 2023; the lab strictly follows the vendor's instructions for all other regular maintenance. The lab requested an investigation from roche due to the impact on patient care. Depending on analytes being impacted, patient harm could be severe and irreversible. For example, if a wrong potassium being reported, it could lead to cardiac arrest; if a wrong troponin t being reported, it could lead to a miss of acute myocardial infarction. We were fortunate enough this time that all troponin t specimens were run on another e801 on (B)(6), so we did not miss any elevated troponin t. However, the investigation conclusion from roche is too superficial. Please see the roche's investigation summary below: akron children's main campus ¿probnp qc was out the day the call came in. Fes spoke to the lab staff and agreed they would order service reagents and reagent probes for service next day. Probnp was patient masked. ¿overnight multiple discrepant results were reported out on several ia analytes. Qc was out on several analytes upon rerun. ¿found occlusion in ews sipper probe line. This was not due to any lack of maintenance on roche or labs part. ¿replaced reagent probes preventatively for customer confidence. ¿precision, qc, and rerun of discrepant patients within specification. We (roche team) believe that both of these issues were singular incidents and were not the result of pm or maintenance activities not being done correctly or completed appropriately. ("Both" is used here, because a c501 analyzer from our mahoning valley lab had instrument failure same week. A separate report will be submitted.) Based on the investigation from roche, this type of patient harm event is inevitable. There isn't any preventative measure. If all maintenance and pm were done correctly, we would expect accurate lab results from an FDA approved ivd instrument. A few patient examples: patient 1- (B)(6): initial report (B)(4), corrected report (B)(4) (non-detectable). Patient 2- (B)(6): initial report (B)(4), corrected report (B)(4). Patient 3- (B)(6): initial report (B)(4), corrected report (B)(4). Reference reports: mw5146186, mw5146188.